Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported impact to the customer's blood glucose level. The customer was instructed by technical support to utilize a different charging cable and outlet, but these actions did not resolve the issue. Consequently, the pump was set to be replaced, and the customer planned to use multiple daily injections as backup therapy in the meantime.